Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing chest pain and shortness of breath. It was discovered that the patient had a hemothorax. Upon interrogation, the right atrial lead exhibited a loss of capture and sensing. The atrial lead appeared to have perforated through the atrium to the outer portion of the heart. The physician cut the end of the lead which had perforated and pushed the remainder portion of the lead back into the atrium. The device was programmed to vvi pacing. The patient was in stable condition post surgery. On (B)(6) 2016 the lead was successfully explanted and replaced. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis found that a partial lead was returned. All the lead damage identified was consistent with that occurring at the time of the surgical procedure, otherwise normal lead function was confirmed.